Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced failure to receive dexcom g7 glucose values on the ilet while the dexcom mobile app and a powered dexcom receiver were connected, resulting in loss of cgm data to the ilet and subsequent hyperglycemia. Symptoms included elevated blood glucose with a reported maximum of 335 mg/dl and no acute clinical effects. Outcomes included prolonged hyperglycemia for approximately 2¿3 hours without use of backup therapy and no medical intervention. Investigation included technical troubleshooting and user education. Investigation of this case revealed that concurrent use of a powered dexcom receiver interfered with ilet pairing, and resolution occurred after powering off the receiver, isolating the ilet as the active cgm connection, and re-pairing the g7 sensor. It was concluded that the event was due to external device interference with cgm connectivity to the ilet, and device function was restored after corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.